Event description:
It was reported that a patient underwent breast augmentation with a 225cc mentor siltex round moderate profile saline breast prosthesis on the right breast. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient underwent breast implant removal surgery on (B)(6) 2026.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2026, mentor received additional information that indicated that the patient's implants were replaced bilaterally with two mentor gel implants. On march 13, 2026, the mentor failure analysis lab received the device for evaluation. On march 31, 2026, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. The contralateral device was also received. The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now.